Manufacturer narrative:
Qn#(B)(4). Device history record (DHR) was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km46666. (1) sample of km46666 lot d4 (april 2014) was received for evaluation. Visual inspection noted that the mallet faces have been heavily deformed and rolled over. The edges of the mallet face have expanded , and deep cracks are evident at arms-length. The welding between the handle and the mallet head has broken. The head of the mallet has begun to migrate off the handle and has nearly detached. A dimensional inspection was not required as part of this investigation. The device cannot be safely tested in the current condition. Due to the nature of usage, this device experiences repeated striking impact and is subject to premature wear when forces are excessive. Given the age of the device this appearance would be considered normal. Instrument inspection should remove these instruments form use at the first signs of degradation which have been present for some time. Similar complaints include - (B)(4). Device history record (DHR) was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km46666. This has been determined to be normal wear.

Manufacturer narrative:
Qn#(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. No photos were provided. A functional inspection was not required as part of this investigation. The mallet face is intentionally made of 300 series stainless to prevent spontaneous failure. Excessive use of force will deform the mallet head prematurely. A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. No photos were provided. A dimensional inspection was not required as part of this investigation. A functional inspection was not required as part of this investigation. All previously received samples exhibited excessive deformation and cracking around the mallet face. The material of the mallet face is 300 stainless steel which is not hardenable. These devices should have been removed from service at the first signs of degradation.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Instrument damaged due to poor quality. Mallet heads have deformed shape. Further, 2 of these have actually broken from the stem, one happened in theatre which is very dangerous to staff and patient if actually it hit someone.